Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that prior to use on a patient, the device was prepared on the mayo instrument tray and checked. The coag button was stiff and felt like something was stuck after the button was being pressed. There was no patient involvement. The device was not used. A new device was opened to continue.

Manufacturer narrative:
Covidien reference#: (B)(4). Date of initial report: 09/29/2016. Date of final report: 10/14/2016. Evaluation of the incident pencil confirmed the customer's report that the activation button was stiff. However, the report that the pencil continued to activate (latch-on) was not duplicated. The rocker switch activation force was out of specification. The cause is due to an assembly related failure.

Manufacturer narrative:
(B)(4). Date of initial report: 09/29/2016. Date of final report: 10/14/2016. Date of follow-up report: 02/17/2017. Corrected information in evaluation codes. The customer reported the device had a latch-on condition. The reported condition was not confirmed. An additional fault was found during the investigation. The investigation found the rocker switch activation force to be out of specification. The width of the rocker was found to be larger than the width of the rocker window in which it moves causing friction and an out of specification activation force. The width of the rocker window is formed by the ultrasonic welding of the two body housing components. The root cause of the activation force being out of specification was caused by interference between the rocker component and the rocker window in which it moves. Corrective action is being issued.